Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-18947. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
The report of ineffective stimulation was not able to be confirmed. Analysis of the lead found it was returned incomplete. The lead was cut during the explant procedure and only the terminal end segment a (5.9 cm) was returned. Identity of lead could not be confirmed, and an analysis could not be performed.